Event description:
The clinician reports the implant was inserted (B)(6)2024 in ada 23. On (B)(6)2024, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.